Event description:
It was reported to philips that the system failed to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed the system was not booting up. Upon troubleshooting, the fse identified the issue with the boot up. To resolve the issue, the fse reinstalled the suite pc os and application, reconfigured the system, restored the backup and performed boot up tests and exposure tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.